Event description:
It was reported that (1) tsg45 was used during a rectal prolapse procedure. It was reported by the affiliate that nothing happened during the operation. The surgeon closes the instrument, fires the instrument, staples came out. The tissue was cut but the staples were not closed. (No b-shaped staples). The surgeon used another tsg45 to repair. No adverse pt outcome.